Event description:
Hospital reports that during an ent procedure, it was alleged that pt rec'd minor burn to nasal passage from tip of instrument. No medical attention was necessary, and pt's condition after procedure completed was good. No pt problems reported since date of procedure.

Manufacturer narrative:
Hosp reports that they were using a 4.8 mm cable with the 4.0mm ent telescope used during procedure. Karl storz labeling states that: the appropriate size light cable should be used to minimize the heat energy generated from the light source. Use of appropriate size light cable will reduce the risk of pt burns, as well as the risk of igniting flammable material. Telescope diameter - light cable; 4.0 mm and less - 2.5 mm cable; 4.0 mm to 6.0 mm - 3.5 mm cable; larger than 6.0 mm - 4.8 mm cable. We believe the most likely cause of the overheating of the scope was usage of the incorrect cable.